Manufacturer narrative:
On 11/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed a tear in the posterior aspect measuring approximately 0.4 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unspecified 325cc saline mentor breast implants and experienced deflation on the right side post-operational. As a result, the patient underwent device removal and replacement with 400cc mentor memorygel breast implants, catalog number 3504001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.